Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were installed. The surgeon performed an additional procedure to add an implant of the same type in a more inferior position and a bone implant in (B)(6) 2020 to help fixate the joint. The patient later reported right side radicular pain. The surgeon believed that the metallic implant added in (B)(6) 2020 may have been impinging on the neuroforamen. In (B)(6) 2021, the surgeon performed a revision where he removed the inferior positioned implant using chisels as it was solidly fixed in bone. No additional hardware was added. None of the other preexisting implants were adjusted or removed. The surgeon performed an l5-s1 laminectomy concurrently with revision. The status of the patient following the revision procedure is not known.